Manufacturer narrative:
Reliability analysis inspected 1 opened and used infusion set and performed manual prime and high pressure test using a new lab reservoir along with a 5xx insulin pump. Infusion set failed per specification due to found infusion set occluded at tubing p-cap needle.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer reported that the no delivery alarm was recurring. The customer's blood glucose was 91 mg/dl at the time of incident. The customer performed fixed prime and the insulin did exit. The customer stated that the cannula was not bent after removing the infusion set. The infusion set will be returned for analysis.